Event description:
Major pump unit(s) involved: blood pump. Additional text: flow not adequate for patient. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: patient too small for vad and inflow obstruction occured. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump; other interventions, specify. Other intervention : hm xve exchanged for hm ii lvad. Type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow graft malfunction/malposition.